Event description:
It was reported that the system displayed a table accessory error, failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation, and demonstrated how to properly seat the foot extension. The system was tested and found to be working as intended and returned to service.